Event description:
The following info was provided on a device tracking registration form. Implant unsuccessul, device removed. Add'l info indicated the device was snared. No pt complications were reported however as the instrument for use indicates, stent retrievals (use of add'l wires, snares and/or forceps) may result in add'l trauma to the vascular access site.